Event description:
The customer obtained a negative vitros anti-hbc result on a patient sample on the vitros eciq. Confirmation testing demonstrated that the patient was indeed positive for anti-hbc. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false negative result was not reported. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Additional testing of the negative sample on both the vitros eciq and another manufacturer's system produced the expected positive results. There is no evidence to suggest that the vitros eciq or the vitros anti-hbc reagent malfunctioned at the time of the event. The investigation was unable to determine the root cause of the false negative vitros anti-hbc results.